Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after wearing the tampon one to two hours, upon removal the tampons fall apart leaving pieces inside. She was able to remove the remaining tampon pieces and did not seek medical attention.